Manufacturer narrative:
Sections b5, h4: additional information. Manufacturer's investigation conclusion: the report of suction events could not be confirmed through this evaluation. A specific cause for these events could not be conclusively determined through this evaluation, and a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The heartmate 3 instructions for use (IFU) section 1, entitled "introduction", provides an explanation of each of the pump parameters, including pulsatility index. Under ¿speed¿, this section explains: during a suction event, device speed drops to the ¿low speed limit¿ and then ramps up to the fixed speed unless another pulsatility index (pi) event is detected, at which point the device drops to the ¿low speed limit¿ again and then ramps back up. This cycle repeats as long as pi events are detected. Large changes in speed may indicate an abnormal condition that should be evaluated for cause.¿ section 4 entitled ¿system monitor¿ (under ¿low speed limit¿) addresses pi events as well as potential causes. This section also explains how to determine the optimal fixed speed and low speed limit for the patient. The IFU explains that it is important to establish a low speed limit that can sustain a patient safely to maximize the protective benefits during pi events. This section further explains: ¿if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. If the low speed limit is set at a value above or the same as the fixed speed setpoint, the pump speed does not change during a pi event. There are no audible alarms with a pi event. Pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility.¿ section 6 entitled "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the account did not know of any malfunctions. The patient had suction events, therefore the perfusionists decreased the speed by 100 rpms and the problem was solved.

Manufacturer narrative:
(B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had recurrent suctions events on (B)(6) 2019 due to a device malfunction. An echocardiogram was performed and the pump speed was reduced from 5500 rpm to 5400 rpm.